Event description:
It was reported that reservoir's plunger was not able to pull back. The spouse stated that the customer did try to fill with air and when it was disconnected from the vial of insulin it started to leak, but the customer was not sure where the insulin came from. No further information provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.